Event description:
It was reported that the pump's usb port was damaged, resulting in difficulties charging the pump, which led to the pump shutting down. The customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose (bg) was 578 mg/dl. A manual insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.